Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the battery power has been fluctuating and the insulin pump might not be recording the bolus dose in the bolus history. Customer also reported that the plastic on the battery cap is broken. The customer received a failed battery test alarm the day of the call. Blood glucose value is unknown. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; she did not receive a failed battery test. The customer stated that she did not have a specific date where the bolus did not record. The two boluses that she had taken the day of the call did show in the history. Customer was advised that the battery cap would be replace. She would monitor the device and call back if the issue persists.